Event description:
Suspected lead failure (elevated ventricular threshold). 2.5v/0.4ms as of (B)(6) 2022. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).